Manufacturer narrative:
(D10) concomitant devices: 200-04-44 - cemented finned tib. Tra sz 4f/4t: (B)(6), 200-05-26 - inset patella 26mm: (B)(6), 200-74-11 - cr tibial insert sz 4, 11mm, slope ++: (B)(6), 230-03-04 - optetrak asy,cr cemented femoral, sz 4: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 5 years post initial implantation of a right tka, the patient underwent a knee revision surgery. No devices available for evaluation and no additional information is available.

Manufacturer narrative:
The reason for the reported revision cannot be confirmed from the information provided but may be due wear, loosening, infection, fracture, instability, or patient related factors. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. D1: corrected. H6: corrected investigation clinical codes. H10 related report numbers: 1038671-2025-01354, 1038671-2025-01352, 1038671-2025-01350, 1038671-2023-02248.